Event description:
Healthcare professional reported right side capsular contracture, baker grade IV, wavy margins on the prosthesis, enlarged lymph nodes and dystrophic calcifications. The device has been explanted and replaced with another manufacturer device. Histological test showed chronic granulomatous inflammation and fibrosis.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The event of "lymphadenopathy and capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy and capsular contracture, baker grade IV.